Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery was at end of service (eos). The battery has not worked for about 2 years. The battery has not been able to charge. The rep tried to interrogate the battery with the programmer, but the programmer was unable to read the battery. The patient tried to use the stimulator after it being off for 2 years, but it would not turn on. Surgical intervention was scheduled for (B)(6) 2019. No further complications were reported.